Event description:
A malfunction was reported by the customer regarding their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised on how to set up the replacement, including updating their pump settings and connecting their cgm. Additionally, instructions were provided for returning the faulty pump to avoid any charges, and the customer was informed about receiving a pump with updated software.